Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy strength decreases on its own. Additionally, patient¿s ipg does not communicate with programmers. Reportedly, patient could connect to the ipg just outdoors. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that surgical intervention too place on (B)(6) 2025 wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The reported event that the patients prodigy ipg is not responding to the rapid programmer was not confirmed. As received, the returned ipg could communicate with both a test standard rapid programmer and a test standard patient programmer. Functional testing revealed the returned ipg charged normally and passed auto test. The cause of the reported issue could not be ascertained.